Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. Technical examination revealed that the graphical user interface (gui) printed circuit board (pcb) card is damaged and needs to be replaced. The cse provided the customer with a quote for the repair. The quote is still pending approval. The device has not been repaired, and the customer has not authorized the service. Covidien reference: (B)(4).

Event description:
Covidien received information from (B)(6) stating that an 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred.